Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's blood glucose level were 400 mg/dl and current blood glucose were 132 mg/dl. The customer did provide details regarding symptoms of their high blood glucose episodes such as ketones nauseous and vomiting. The customer treated with the visit to emergency room, stabilized and intravenous fluid. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.